Event description:
It was reported the patient no longer had stimulation and was unable to locate the ipg with external devices. The patient reported she had not charged or used the scs system in about 2 years. A replacement charging system was sent to the patient.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.